Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it pockets opening was not detected as open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it pockets opening was not detected as open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 auxiliary several cubies failing after opening. A field service engineer removed the back panel and reseated all internal connections. The retractor band on auxiliary drawer 3.1 was replaced. Using the hardware test application, all row board connections were reseated. During inspection, all cubies were removed, and several medications were found lodged in the cubie pocket row board pins, which were cleared to restore proper functionality. The system functioned as intended after the field service engineer repaired the device.